Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due the user connecting the device without drying an electrical contact of the scope sufficiently, or there was foreign material at the electrical contact of the scope, causing the board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the circuit board was bad and was indeed causing the no image issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite video system center displayed a b30 error. The issue was found during the preparation for use, prior to a diagnostic laparoscopy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.